Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display after swimming. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion just about everywhere. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with both a horizontal as well as a vertical crack in the battery threads. Also the thin black strip located above the lcd display is missing, and the middle (enter) keypad button is cracked.